Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, the suture failed and rupture during the second fire, leading to unsuccessful suturing. It was not required to remove any implant. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device shows it was returned in a box with a different batch number than the complaint. The inner pouch has the batch number of the complaint on the label. The t1 and t2 were not returned. Part of the suture was returned. The actuator is in the pre-t1/post t2 position. There is bio debris on the needle. A functional evaluation showed that the device cycled as intended, an evaluation of the customer provided images found on image one that the t1/t2/suture are off the needle. T1 and t2 are not visible. One end of the suture is visible. Image two shows a close up of the needle. The actuator is in the pre-t1/post t2 position. One end of the suture is visible. A material assessment of the suture showed one end of the suture was a clear clean cut most likely factory produced. The other end of the suture was slightly frayed but all the threads were the same length which indicated a cut. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture drawing found that a material certification of analysis is required with each lot. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event includes use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. An evaluation of the customer provided images found on image one that the t1/t2/suture are off the needle. T1 and t2 are not visible. One end of the suture is visible. Image two shows a close up of the needle. The actuator is in the pre-t1/post t2 position. One end of the suture is visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of suture, size 2- 0 ultrabraid blue/white cobraid drawing found that a material certification of analysis is required with each lot. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.